Manufacturer narrative:
Technician found that the unit head was not going up or down. Replaced head up/down modules to resolve issue.

Event description:
Complaint alleged that the head section was not raising up nor down.